Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however opal hdx sis had significant malfunctions and error codes 1805-2, 1307, 1314 were displayed, therefore the case was aborted. The patient was sedated with general anesthesia when the procedure was cancelled. As part of troubleshooting a sequence of actions were taken but the issue persisted. No patient complications occurred. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however opal hdx sis had significant malfunctions and error codes 1805-2, 1307, 1314 were displayed, therefore the case was aborted. The patient was sedated with general anesthesia when the procedure was cancelled. As part of troubleshooting a sequence of actions were taken but the issue persisted. No patient complications occurred. The device is expected to return for laboratory analysis. It was further reported that the procedure was not completed, since it was aborted. Cancellation was because farawave shape could not be verified in mapping system and physician did not want to proceed. It was confirmed that the catheters were disposed as the catheters weren't the issue. We brought out the fse and ran a wet tank experiment to verify the issue was system reference related. It was indeed system reference related so the catheters were disposed as they were ruled out of the troubleshooting process.